Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl. Reportedly, the customer manually requested multiple boluses from the pump, which caused the low bg. Customer then treated the low bg with glucagon. Customer was discharged from the ER later the same day with the issue resolved. A system check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.